Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) year old female patient receiving intrathecal gablofen 2000mcg/ml at 453.3mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and multiple sclerosis. The concomitant medications and patient history were not reported. It was reported that the hcp was alleging overinfusion, as at a refill on (B)(6) 2015 the expected residual volume was 7.5ml and the actual residual volume was 0/trace ml. The patient was experiencing loss of efficacy with tight legs that started on (B)(6) 2015. The pump was checked and everything looked normal. It was noted that physical therapy was being done and the hcp was wondering if it could be attributed to that. There were no prior volume discrepancies. The previous refill was on (B)(6) 2015, where the patient reported light headedness on that same day. Everything had "checked out" per the hcp, so the patient was taken off oral baclofen. An MRI had been performed for a regular check-up for the patient multiple sclerosis (did not pertain to device issue). The next low reservoir alarm date was (B)(6) 2015. Additional information received from the hcp reported that actions included a refill, and a bolus 50mg gablofen was given. The patient was to follow-up one week later. The cause for the volume discrepancy was not determined, as the correct amount was withdrawn one week later. Follow-up had been conducted to obtain the cause and interventions related to the discrepancy and symptoms, however additional information did not reveal a root cause at this time; if additional information is received this report will be updated.